Manufacturer narrative:
Device analysis report attached. This report is submitted on march 21, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2023-00142. This report is submitted on april 07, 2023.